Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A calibration and paring test was performed and the tests failed, confirming the reported event of the receiver displaying "ant". The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an out of range signal on (B)(6) 2014. At the time of contact, the foreign distributor did not report any injury or medical intervention.